Manufacturer narrative:
The customer reported that the phacoemulsification (phaco) handpiece was not able to aspirate. The phaco handpiece was received and a visual assessment of the returned sample showed no visual nonconformity. The sample was then connected to a calibrated company vision system where it tuned successfully and completed a five minute burn in test at 100% ultrasonic and torsional power. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet product specifications. The phaco handpiece data shows no lines of failed tuning after a total of 142 tunes. The phaco handpiece was found to meet product specifications. The phaco handpiece was manufactured on july 28, 2014. Based on qa assessment, the product met specifications at the time of release. The product was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece presented with no aspiration during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.